Manufacturer narrative:
Upon incoming inspection, the device was in eos condition. The battery voltage of 2.79 v indicated a depleted battery. Apart from this, the unit was fully functional. There was no indication for a dysfunction of the electronic. The memory content of the device was inspected. The analysis of the available iegm's showed, that a large amount of 141 charging cycles was caused exclusively due to the detection of cardiac signals while the device was implanted and in service. The eos status was triggered due to another charging cycle which was performed by the device, due to the detection of noise at the day of the explantation. However, the battery depletion is anticipated after that large amount of charging cycles. In summary, there have been 142 charging cycles performed by the device. Therefore, the eos condition is expected. Furthermore, the inspection of the memory content documented a flawless device behavior while the device was implanted and in service. There was no indication of a material or manufacturing problem.

Event description:
This system was returned without oos documentation from medtronic. The following physician's office had no record of this pt. Date of device explant is unk. There are no complaints associated with this device. Based on the analysis, it was determined that this is a reportable event. Also, the site was able to provide us with an explant date with their analysis results.